Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record review is not possible. A sample has not been returned for evaluation; therefore, visual inspection and functional testing could not be performed. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that could not "get good phaco during surgery and the anterior chamber would get cloudy" in an unspecified quantity of procedures. The reporter indicated there was no patient harm and the procedure was completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional follow up information was received. The reported that the anterior chamber would get cloudy with plume. "The technicians were retrained on priming and since then, there have not been any further issues."

Manufacturer narrative:
(B)(4).